Event description:
It was reported that the unspecified bd infusion set had air in line. The following information was provided by the initial reporter: we are having issues with your pumps where they are sending bubbles to the patient and not alerting the nurse of "air in line." I attached some photos of the machine functioning with air bubbles generating above the pump, moving through the machine and out to the patient with no alarms and no hard stops. I had this issue on 1/29/25 and on 2/15/25 with two different devices that are supposed to be brand new.

Manufacturer narrative:
Device evaluation: the customer reported air in line issues and returned photos of the incidents(s) for alaris infusion sets. The photos verified the complaint of air in line, which was also past the pumps, and there are two associated pump complaints that also have ongoing investigations. However, no samples were received yet for these complaints, and no take aways are available. The root cause for the issue could not be identified without the physical infusion set, or the pumps. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.